Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found low conductivity on latron controls after troubleshooting a leak. The fse replaced the vacuum tube, which repaired the failing latron. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported a leak from the coulter hmx analyzer with autoloader. While troubleshooting the leak the field service engineer (fse) found the latron conductivity was failing on controls. Erroneous results were not generated. There was no change or affect to patient treatment in connection with this event.